Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a cybersecurity software upgrade, the device went into back up mode. Device function was successfully restored to resolve the issue and the patient was stable with no adverse consequences reported. The software will attempted to be upgraded again during next in-clinic follow up.